Manufacturer narrative:
Internal complaint reference case (B)(4). The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The quick connect button was bent. A functional evaluation was performed. The device failed the weight test. The piston migration was at 2.3 inches. The reported complaint of "bent" was confirmed and the root cause has been associated with a mechanical shock problem. The reported failure of "not locking" was confirmed and the root cause is a seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time. H6: component code updated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the spider tenet was bent and was not locking. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.